Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Pulseless electrical activity (pea) occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. Pea is always caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). Pea events may be related to the edwards device if it is associated to cardiac tamponade, annular rupture, or other edwards device related bleed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the cause of the pea is unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in taiwan, regarding a 29mm sapien 3 valve case in aortic position by transfemoral approach, on post operative day two the patient felt abdominal pain and was short of breath. The patient lost consciousness, went into pea and CPR was started. Subsequently, the patient expired. At the time of the procedure the valve was implanted smoothly and successfully. The patient's vital signs were stable in the hybrid or and ICU. No complication was noted and the patient was transferred to the general ward on the second day.

Manufacturer narrative:
Additional information indicated the cause of the pea and subsequent patient death is unknown but may have been related to hypovolemic shock possibly caused by internal bleeding. The cause of the internal bleeding could not be determined; however, per medical opinion, the bleeding was not related to an edwards device. No patient injury during the tavr procedure was reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).